Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7285632 date of event is estimated.

Event description:
It was reported that the patient does not receive effective stimulation from the system. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.